Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt experienced red heart alarms while connected to the pt cable. The pt's log history showed evidence of a potential percutaneous lead fracture, however, the hospital was unable to reproduce the alarms. The pt exchange the power module pt cable and system controller.

Manufacturer narrative:
The pt remains ongoing with the implanted device. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.